Event description:
The customer reported the c-arm will not go down and when it does go down, it's slow to accelerate in the down direction. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced the power supply.